Event description:
It was reported that when the device was used during a right hemicolectomy, it did not fire. Another cartridge was loaded onto the device and the case was completed with no consequence to the pt.